Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024, the patient's stoma site was infected and overgranulated, in which unspecified antibiotics will be started. No further information was available as patient declined contact.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.